Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Using a new lab transfer guard, performed pre-fill reservoir test. Found no leakage anomaly during filling. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir no leak and no occluded. (B)(4).

Event description:
It was reported of leak/needle anomaly from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer treated with bolus injection. The customer mentioned that the needle was replaced and then it was observed that insulin was leaked from the bottom end of the needle. The product was returned for analysis.